Event description:
The customer reported, the system shut down during an exposure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 3v battery. System operates as intended. (B) (4).